Manufacturer narrative:
This complaint is being reported by zimmer biomet as(B)(4). The customer returned an electric dermatome device for evaluation. Zimmer biomet surgical has previously repaired/evaluated this electric dermatome one time. The last repair was january 6, 2012 where it was reported that the device was not putting out enough power and the power cord assembly, power switch, ball detent, thickness elver, reciprocating arm, bearings, seal and retaining ring, motor, o-ring, damaged head, and width plates were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the electric dermatome by zimmer biomet surgical revealed that the motor would not run. The calibration was with specification and the control bar was in the correct position. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical which included replacement of the power cord assembly, power switch, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, and o-ring. Electric dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since no test could be performed to replicate the reported event. The root cause of the reported event cannot be specifically determined since no test could be performed to replicate the reported event. However, it was revealed that the calibration was with in specification, motor did not run and the control bar was in the correct position. The reported event non-verifiable during inspection of the device and the device was repaired and returned to customer. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The electric dermatome was repaired, tested and returned to the customer.

Event description:
It was reported that the dermatome was not cutting evenly. No patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of this malfunction.